Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon reviewed the plan with the manufacturer representative prior to the procedure. The surgeon decided to attempt using the new 360 degree bridge and the representative recommended using a clamp at l3. A schanz pin was inserted into the right psis and attached to a schanz arm, as a second platform. A 3define scan and draw spine were completed. Registration was achieved on the first attempt using the basic algorithm off of l3. The arm was sent to left l3, but it was placed medially. The surgeon drilled and placed a reduction tube, but there wasn't a bottom. Right l3 was sent, using a mis approach to restrict soft tissue pressure. The fellow felt that there was good docking and drilled, but they felt no bottom as well. The surgeon bailed on the 360 degree bridge, and switched to a schanz arm. A schanz pin was inserted into the right psis and attached to a schanz arm, as a second platform. Registration was done again with no issues. The left l3 trajectory was resent, but the surgeon still felt it was medial. A confirmation x-ray showed that the k-wire was inferior. The surgeon decided to drill l4 and l3, and right l3 also pushed inferior. The surgeon freehanded three of the four trajectories , but kept the right l4 trajectory. There was no patient harm and the procedure was not delayed over an hour.